Event description:
A customer reported to baxter (B)(4) of a control-a-flo extension set in which the tubing was leaking during filling. After checking the tubing, the nurse noted there was a crack on the tubing. There was no patient injury or medical intervention necessary. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The sample was tested under water for leakage and blockage at 0.56 bar of air pressure, this evaluation does not confirm any functionality issue (no leakage or blockage was observed for the three samples tested). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.